Event description:
Additional information received indicated a revision procedure was performed. The rv lead was explanted and successfully replaced. A conductor fracture was reported near the location of the suture sleeve.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Manufacturer narrative:
Additional detailed laboratory analysis was performed to determine the fracture mode. It was confirmed the outer insulation and coil wire were all consistent with the specified materials for manufacturing of this lead model. All three wires of the rs- conductor coil showed evidence of fatigue. Two of the rs- conductor coil wires showed extensive mechanical damage, while the third showed evidence of cyclic fatigue covering 75 percent of the fracture surface.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Two lead segments were returned, severed approximately 31 cm from the is-1 pin. The extracting stylet was inside in the distal segment. The shocking coil was separated from the medical adhesive (ma) bonding at the proximal end and ma was noted. Analysis confirmed a rate/sense (rs) conductor coil fracture approximately 28.3 cm from the is-1 terminal pin. The suture footprint suggests the suture sleeve was tied-down approximately 26-28 cm from the is-1 terminal pin. There was also a slight bend in the lead body above the fracture site.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. Previous pacing impedance measurements were 470 ohms. Noise was able to be reproduced and there was suspicion of a lead fracture. The physician elected to turn off the defibrillation portion of the device until the lead could be replaced. The patient was sent home. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.